Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a 3.5x30mm maverick2 balloon rupture occurred at 9atms on the second inflation. No pt complications were reported. Pt status reported as "good". Additional info was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.